Event description:
While performing a cervical arthroplasty, trials were used in the suggested manner presented in the surgical technique. Multiple trialing was performed during the procedure, as preparation of the vertebral bodies was done for the cervical disc. Confirmation was done using fluoroscopy until the surgeon determined that a 6mm x 14mm was the appropriate size to use. The 6mm x 14mm trial extended to the posterior aspect of the vertebral body when inserted into the interspace. The proximal aspect of the trial was even with the anterior aspect of the vertebral bodies and was not countersunk between the two. A 6mm x 14mm cervical disc implant was opened and inserted into the prepared sight per instruction using the inserter. Fluoroscopy was used to confirm placement. It was immediately evident that the implant was short by several millimeters with the cor in the center of the vertebral bodies and not at the posterior margin as desired. Another implant was opened (6mm x 16mm) fitting perfectly between the vertebral bodies and extending to the posterior aspect of the bodies without going into the canal. It was as the 6mm x 14mm should have been, as determined by the 6mm x 14mm trial. No patient complications were reported.

Manufacturer narrative:
The product was not returned for evaluation. The results of the investigation suggest that the reported event was related to surgeon technique. We are unable to determine a definitive cause of the event.